Event description:
The patient had bilateral subcutaneous mastectomy in 1982 for positive family history of cancer and benign bibrocystic disease. She was immediately reconcstruced with silicone gel implants. In 1984 she was replaced with silicone implants because of capsular contractions. In 1987 the patient had repeated problems with silicone gel seen coming from the right breast. The patient developed flu-like symptoms, severe fatigue, arthralgias, myalgias, night sweats and short-term memory loss. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. The left implant was intact the right implant was rupturedinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated, invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.